Manufacturer narrative:
A follow up report will b submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator was not switching on. There was no patient involvement.